Event description:
On (B)(6) 2013, the distributor contacted animas, alleging the following: pump has been emitting loss of prime alarm frequently without cause. Pump has been in use less than 2 months ago and has been emitting a lot of not primed no delivery alarms. She has been on an animas pump previously for 4 years and did not have this issue. Caps are all on tight, no cracks or drops to pump, no kinked lines or high blood glucose levels. Alarms have been a couple of times a week since using this pump, but in the past few days much more common. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).